Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, opening. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. And also identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A striated edge opening on anterior side due to surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.10, g.1, h.3, h.6.

Event description:
Patient has reported "left implant rupture". Healthcare professional additionally reported "discomfort feeling in left mammary, change in its density". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported "left implant rupture". Healthcare professional additionally reported "discomfort feeling in left mammary, change in its density". Device has been explanted.